Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2011 - the patient underwent surgery for repair of an umbilical hernia, a bard ventrio st hernia mesh was implanted to repair the hernia defect. On (B)(6) 2014 - the patient underwent an additional surgery to repair the hernia defect and remove it. The attorney alleges the patient has suffered and will continue to suffer physical pain and was injured severely and permanently.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2011 - the patient underwent surgery for repair of an umbilical hernia, a bard ventrio st hernia mesh was implanted to repair the hernia defect. (B)(6) 2014 - the patient underwent an additional surgery to repair the hernia defect and remove it. The attorney alleges the patient has suffered and will continue to suffer physical pain and was injured severely and permanently. Addendum per additional information provided: (B)(6) 2011 - patient was diagnosed with incarcerated umbilical hernia and underwent open repair with ventrio st mesh. Per the operative notes, "a small piece of omentum that was infarcted within hernia sac was resected. A large ventrio st mesh was placed along the fascia and sutured.¿ (B)(6) 2011 - during follow up visit patient had wound seroma with some serosanguineous fluid drainage from her umbilicus. (B)(6) 2012 and (B)(6) 2012 - patient visited hospital for abdominal pain. (B)(6) 2012 - patient underwent lysis of adhesions and laparoscopic cholecystectomy. (B)(6) 2014 - during hospital visit patient was diagnosed with recurrent infections. Patient have been hospitalized for 4 times with infected mesh and underwent placement of foley catheter for drainage. (B)(6) 2014 - patient was diagnosed with chronic infection and underwent open repair with mesh removal. Per the operative notes, ¿identified sinus tract which had some purulent material, traced down to the mesh and excised. The adhesions to the mesh were taken down. An entire circular piece of ventrio st mesh was removed and wound was closed primarily with suture." Attorney alleges that the patient had abscess, adhesions, pain, explant of infected mesh and emotional injuries.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical record review, post implant of ventrio st, the obese patient was diagnosed with bacterial infection, abscess, seroma, adhesions and abdominal pain thereby underwent repair with mesh removal. The adverse reactions section of the instructions-for-use (IFU) supplied with the device lists seroma, adhesions and infection as possible complications. The warning section of the IFU states that ¿if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the prosthesis. An unresolved infection may require removal of the prosthesis¿. Review of manufacturing records confirms product was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.